Manufacturer narrative:
Qc was within specifications. Based on available info, 2 system checks performed on 3/16/07 and 3/23/07 failed. The customer stated they were aware of the failing system checks and the issue was resolved before running samples. However, troubleshooting info or passing system check data was not provided by the customer. The customer supplied data which shows a passing system check on 4/10/07. A field service engineer (fse) was not dispatched to the customer's lab as they indicated the instrument is performing within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different pt samples that were generated by the access 2 instrument. Pt a: the initial accu tni result was 3.77ng/ml and 0.01ng/ml upon repeat. A fresh sample was collected from the pt and tested for accu tni and a result of 0.01mg/ml was obtained. The second sample was retested for accu tni and results were: 2 results of 0.01ng/ml and 1 result of 0.00ng/ml. Pt b: the initial accu tni result was 3.89ng/ml. The original sample was re-tested and 2 lower results (0.01ng/ml and 0.02ng/ml) were obtained. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.